Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord was torn exposing the wires on the device. It was determined that the torn cord and damaged wires caused heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mishandling (user error) by using excessive force pulling on the cord. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during routine testing, it was observed that the motor device was heating up. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.